Event description:
It was reported that on (B)(6) 2010, the patient was admitted with acute coronary syndrome (acs) with EKG changes and underwent the index procedure during which a 2.5x12 rx promus stent was implanted in the proximal left anterior descending artery (prox lad). On (B)(6) 2010, the patient received a peri procedural loading dose of clopidogrel 600.0mg. Clopidogrel 75.0mg was started on (B)(6) 2010. Aspirin 325.0mg was started on an unknown date. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient was admitted with acute coronary syndrome (acs)with non segment elevation myocardial infarction (stemi). Cardiac catheterization on (B)(6) 2010, showed stent restenosis and the vessel was restented. The subject developed hypokalemia in the hospital resulting in a prolonged hospitalization. The subject was discharged on (B)(6) 2010, with non stemi reported as resolved. Reportedly, in the opinion of the investigator the event was considered severe in intensity, not related to study drug, not related to study device, and not related to study procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains in the patient. The reported patient effects of myocardial infarction (mi) and restenosis are listed in the promus instructions for use and are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.